Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Customer stated "intermittent foot pedal/ *unreadable word*." Repair tech stated "complaint not verified. Replaced foot p. Functions to spec." (B)(4).

Event description:
Customer stated "intermittent foot pedal/ *unreadable word*" repair tech stated "complaint not verified. Replaced foot p. Functions to spec." Reference repair order #: (B)(4). Ref: (B)(4). 1216677-2020-00210 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/2011 under wo # (B)(4) and shipped on 2/02/2012. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: the unit was returned and repaired under log 93556 on 12/19/2019. The unit was found to have a defective foot pedal and was updated with a new diaphragm. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 94535. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was confirmed to operate to specifications and returned to the customer with a new foot pedal as requested. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.